Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer was hospitalized due to blood glucose over 500mg/dl and diabetic ketoacidosis. The customer was treated with intravenous saline, insulin, morphine, and zophran and was discharged on (B)(6) 2020 with no known permanent damage. Reportedly, the pump did not deliver insulin as intended. Tandem technical support performed a pump system check and found that the pump functioned as intended, however, contact maintained that the pump did not deliver insulin as intended. Reportedly the customer reverted to manual injections for insulin therapy.